Event description:
It was reported that the patient presented post-procedure for checkup. Upon interrogation, the right atrial (ra) lead was noted with loss of capture and loss of sensing. A chest x-ray was performed and revealed ra lead dislodgement. The ra lead was explanted and replaced. The patient was stable.